Event description:
The broviac 4.2 fr was placed in (B) (6) 2008 and 5 days later, the pt's arm developed edema and the catheter was found to have a hole in the tunnel track portion.

Manufacturer narrative:
The MFR has received the sample and it will be evaluated. Results are expected soon.